Event description:
It was reported that the subject device exhibited a booting up error (e433). There were no reports of patient harm or injury.

Manufacturer narrative:
Device returned and not reproduced: a review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited a booting up error (e433). There were no reports of patient harm or injury.